Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, after the trigger was pulled, the trigger would not return causing the jaws to no longer open. Additional resection of tissue was done to remove the device. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.